Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with complaints of chest pain. The physician performed an ultrasound and a computerized tomography (CT) scan which revealed a cardiac perforation of the right ventricle. The right ventricular lead was repositioned to resolve the event and the patient was in stable condition.